Event description:
It was reported that during the procedure of the right internal carotid artery, a small dissection was found after post dilatation using an inflation syringe. A covered stent was placed overlapping the proximal end of the rx acculink to treat the dissection. The pt is reported to be doing fine. No add'l info available.

Manufacturer narrative:
A review of the lot history could not be performed as the lot number was not provided.